Manufacturer narrative:
In addition, service found the cable was damaged, the camera head was damaged, and the image quality was deteriorated due to loss of image system function. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coupler components were damaged, causing the connection issues with the scope. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.